Manufacturer narrative:
The main component of the system and other applicable components are:: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported they were having a CT scan of their lumbarsacral spine. The patient had a ¿mass because of the device¿ and they were now making sure that the mass had not grown back. When the patient was asked when this occurred the patient stated ¿the cerebral sacral fluid isn¿t coming back¿. The patient indicated that this occurred ¿(B)(6)¿ 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.